Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the forceps elevator was burnt. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: according to the IFU, it is possible that high-energy endo therapy accessories were used without ensuring sufficient distance from the distal end. The event can be detected/prevented by following the instructions for use which state: 3.3 inspection of the endoscope. 4.3 using endotherapy accessories. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited a burn on the forceps elevator. There was no patient involvement.